Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (as high as 626 mg/dl). The pump supplies were changed and boluses via the pump were used to address the bg level; however, insulin injections seemed to be the "only thing that work". The customer did not know the cause of the high bg. The contact reported that the pump touchscreen had "some water under the screen". The customer had reverted to using insulin injections to manage diabetes.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified. However, a different issue was identified.